Manufacturer narrative:
Device scrapped.

Event description:
The user facility reported that a non-stryker chuck and collet, while in use with the stryker handpiece, wobbled during use and broke a drill bit; part of the broken bit remains in the patient. The procedure was completed successfully with no medical intervention or surgical delay.

Event description:
The user facility reported that a non-stryker chuck and collet, while in use with the stryker handpiece, wobbled during use and broke a drill bit; part of the broken bit remains in the patient. The procedure was completed successfully with no medical intervention or surgical delay.